Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. Visual and functional analysis were completed on the programmer. No damage was observed in the visual analysis. The programmer passed the entire series of automated electrical and functional testing. Data memory was extracted and analyzed, and several error codes were observed, however, the error codes was unable to be replicated during analysis. Further testing indicated that the electrocardiogram board was always capable of powering on and off, exonerating hardware from attributing to the fault.

Event description:
This device was received at boston scientific without any field allegations.